Manufacturer narrative:
Citation: mohammed salem et al. Transfemoral aortic valve implantation in patients with severe aortic stenosis and coexisting mitral valve regurgitation. Journal of surgical research. Dec:304:101-111 2024. 10.1016/j.jss.2024.10.012. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transfemoral aortic valve implantation in patients with severe aortic stenosis and coexisting mitral valve regurgitation. The study population included 252 patients who were predominantly female with a mean age of 83 years old. Multiple manufacturer¿s devices were implanted in the study population; 222 patients were implanted with a medtronic evolut r (n=214) or evolut pro (n=8) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: continued mitral regurgitation after transcatheter aortic valve implantation, mild to moderate aortic paravalvular leak, bleeding complication, myocardial infarction, cardiac tamponade, stroke, acute kidney injury, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.